Event description:
Tracheal aspirate being obtained by proper procedure and upon attempt to suction airway and clear the ballard-closed suction catheter (with normal saline) it was noticed that suction (verified to be on and functioning) was not reaching the patients airway through the catheter. Suction tubing, catheter and mucous collection specimen container were troubleshooted for leaks. Attempted to suction patient¿s airway again without success. Again, noted by feel and hearing, the end of the suction tubing had suction present, but the suction was not actually reaching the catheter tip while depressing the thumb button. Ballard was removed and a 6fr open suction was used to clear both the secretions and normal saline that had been inadvertently instilled into the patient¿s airway. Patient vitals decompensated-required increased fio2 for a short period. A new ballard was used to obtain an aspirate and continue clearance of the airway.